Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 25 mg/dl. Customer declined for troubleshooting. It was unknown that customer was using auto mode feature at the time of incident .the insulin pump will not be returned for analysis.